Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device was discarded by customer and cannot be returned for evaluation. Will not be returned to manufacturer.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device but customer had discarded device prior to contacting manufacturer. Replacement was sent.